Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the sample noted sample arrived slightly inflated therefore appearing as an asymmetrical balloon. Upon removing solution from catheter balloon ridge was formed therefore, (B)(4) was opened to capture this. Using the in-house syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Inflated properly with no difficulties however the balloon did not delate within 5 mins. Dissected balloon measured notch to be 0.025" which meets specifications. Also received four photo samples. First photo sample shows top view of catheter with an asymmetrical balloon. Second photo sample zooms in on end of catheter with inflated asymmetrical balloon. Third photo sample shows inflation cap. Fourth photo sample shows outer tray packaging. Additional complaint not required for the asymmetrical balloon as it is unknown how much solution was filled with balloon prior to receiving sample. Based on the physical sample received the reported event is confirmed and does not meet specifications per ip7603444 rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed during surgery, few hours after placement the catheter was naturally removed. Per additional information received via mail on 04sep2024, stated that after insertion, several people checked to make sure that the water was injected, but about 30 minutes later, the anesthesiologist noticed that it had fallen out and was on the floor. The water was then injected and left in place, but even 12 hours later the water had not fallen out. Per investigator's notification received on 05feb2025, it was reported that balloon mushrooming was found during sample evaluation. Per investigator's notification received on 18feb2025, it was reported that difficult to deflate was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed during surgery, few hours after placement the catheter was naturally removed. Per additional information received via mail on 04sep2024, stated that after insertion, several people checked to make sure that the water was injected, but about 30 minutes later, the anesthesiologist noticed that it had fallen out and was on the floor. The water was then injected and left in place, but even 12 hours later the water had not fallen out. Per investigator's notification received on 05feb2025, it was reported that balloon mushrooming was found during sample evaluation. Per investigator's notification received on 18feb2025, it was reported that difficult to deflate was found during sample evaluation.